Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was an area of in-restenosis (isr) located in the moderately tortuous and mildly calcified proximal right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 8atm accordingly. However, at second inflation, it was noted that the balloon ruptured at 8atm within seconds. The physician thought that the rupture was caused by the strut or the calcified part. There were some calcified parts left so, the procedure was completed with another of the same device. No patient complications were reported.